Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported ¿rupture¿, ¿2019 worldwide safety recall ¿current clinical emergency¿, ¿chronic pain¿ and capsular contracture baker grade unknown. Later patient reported "silicone in axillary lymph node¿. Later healthcare professional reported ¿rupture and leakage in her breast¿ and ¿silicone in her axilla lymph nodes¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported ¿rupture¿, ¿2019 worldwide safety recall ¿current clinical emergency¿, ¿chronic pain¿ and capsular contracture baker grade unknown. Later patient reported "silicone in axillary lymph node¿. This record is for the left side. Device remains implanted.